Event description:
One of the locating tabs has snapped off. Also there is a complaint that the reamer extension is bent.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device confirms the material fracture and the bent extension. Previous investigation has confirmed the issue of instrument breakage in the form of tab fracture. A search of the complaints databases has identified a trend of this issue, reference (B)(4). Evaluation by depuy metrology, materials science, product development confirmed the issue, but found the product was made to specifications. A medical device correction notice was distributed on february 25, 2013 for all lots of the 2975-00-500 product code manufactured since december 2011. The notice indicated that depuy has identified the potential for the reclaim reamer extension tabs to break. The reamer extensions are not immediately being removed from the market and may continue to be used until a design change is implemented and new devices are available. Eco416771 design validation was implemented on march 4, 2013. Depuy product development is currently in process of redesigning the instrument to update the design and bolster its durability. The root cause is attributed to design. Previous investigation has found a straightness callout is not found on the drawing, post component weld, to ensure straightness is maintained. Per depuy engineering a design/drawing change, along with other improvements is expected but no timeline for the improvement provided at this time. At this time there has been no trend for this issue and product code. Monitor through trend analysis per sep-419. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.